Event description:
It was reported that there were high impedances with the battery during a battery replacement procedure. It was noted that the patient had good therapy prior to change out. The healthcare provider (hcp) had no difficulty taking the leads out of the battery. When they placed a new battery they got high impedances on one contact. Because of this they disconnected, reconnected, and reseated it. Then impedances were bad on all contacts. Then they connected to snap lid and only got the 0 electrode as >10000 ohms with all contacts. The other contacts were great impedance values. They tried to reseat the implantable neurostimulator (ins), but got all values as greater than >10000 ohms. At one point just the 0-7 were showing >10000 and the 8-15 were showing as normal. We opted to try to switch lead tails to see what would happen but then everything went as >10000 ohms again. It was recommended that they replace the ins because of such variance between the multi lead trialing cable (mltc) and the ins, in interest of patient safety. The ins was sent back for analysis. No patient symptoms reported.

Manufacturer narrative:
Concomitant products: product ID 37711, serial # (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 377760, lot # n0037957, implanted: (B)(6) 2005, product type lead; product ID 377760, lot # n0037951, implanted: (B)(6) 2005, product type lead; product ID neu_ens_stimulator, serial # unknown, product type external neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis results showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.